Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported there were erroneous results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported the customer received erroneous results. Additional information provided by initial reporter: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: yes. Results that are not consistent with the patient¿s clinical condition. Yes. Inconsistent results between samples collected with different types of bd blood collection tubes. Yes.

Event description:
It was reported there were erroneous results with an unspecified bd blood collection tubes. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. It was reported the customer received erroneous results. Additional information provided by initial reporter: when using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results yes. Results that are not consistent with the patient¿s clinical condition yes . Inconsistent results between samples collected with different types of bd blood collection tubes yes.

Manufacturer narrative:
Investigation: investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.